Event description:
It was reported that this right ventricular (rv) lead was explanted with reason unknown. A new lead was implanted. No additional adverse patient effects were reported. This event is deemed nonreportable as additional information was obtained from the field indicating that this lead was used as a temporary pacemaker lead connected to an external device for the patient until the patient was cleared of infection and able to have the full dual chamber pacemaker implanted. Hence, this lead was explanted when a dual chamber pacemaker system was placed.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.

Event description:
It was reported that this right ventricular (rv) lead was explanted with reason unknown. A new lead was implanted. No additional adverse patient effects were reported.